Event description:
A 8mmx3cm bard tru-track balloon was inflated to 13 atms and ruptured. The shaft of the balloon separated from the catheter and was successfully from the pt. Balloon ruptured, retrieved with snare with no injury to pt.